Manufacturer narrative:
H3 product analysis:evaluation determined that the detached bearings. The likely cause of failure is bearings and drive shafts are corroded. It was also noted that the bur does not lock in to the attachment, o-rings are worn, one of the tube bearings is broken, the laser markings are fading. Date of event notification: 09-jul-2024 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Repair request initiated for device with the report of bearing detachment. It was reported that there was no patient involvement. Re pair request escalated to a product event due to reason for return.